Event description:
The customer reported and unspecified alarm error. It is unknown whether the device was in use or if any patient harm occurred.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
This report is based on information provided by a post market surveillance (pms) personnel and has been investigated by the philips complaint handling team. Philips has received a complaint on the intellivue mx400 patient monitor presenting an "abnormal alarm, the nurse needs to deal with the alarm repeatedly. The customer claimed the malfunction could cause or contribute to harm or injury if it recurs" the device was in clinical use during the event and no death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue. The following functional tests and communications were performed: the customer reached out to philips via a national medical products administration report (nmpa # (B)(4)) requesting an investigation of this issue. Good faith effort (gfe) functional tests and communications were performed and confirmed the following: the allegation was made in the event a potentially serious injury was to occur, which did not happen. The post market surveillance (pms) personnel stated "type of harm = abnormal alarm, the nurse needs to deal with the alarm repeatedly. The customer claimed the malfunction could cause or contribute to harm or injury if it recurs." An ECG strips of the mx400-de671p3181, or mms for analysis were not available, and it is not known whether an ECG analysis was performed. A technical investigation was requested and performed by the product engineer (pe). He stated: "in order to assess these false positive alarms, we would need to review the ECG waveform at the time of these events. With the information that is currently available to me, the most likely technical explanation is either the ECG amplitude was below the threshold to be detected, or fusion/pseudo fusion beats from a pacemaker (no indications in the incident form that the patient had a pacemaker) and therefore the asystole alarms were announced false positively. This complaint is related to alarm fatigue; the product risk assessment considers product-related failures to alarm which seems not the case here.¿ a review of the risk management file (B)(4)) was performed, and it has been concluded that the issue in question is predicted in the safety risk assessment (sra). The identified hazards are: patient deterioration not noticed related to scenario where the user doesn't notice high priority alarm. Harm: serious injury, related to use scenario where alarm goes unnoticed. The risk is covered by our risk documentation, and the risk has been mitigated as much as possible. The risk assessment has concluded that the benefits of the monitoring system outweigh the assumed risks. Results of the clinical assessment performed by a pms clinical expert based on the information available states "upon review of the information, there was no injury or death noted within the complaint record in relation to the alarm error reported." The engineer provided their analysis findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone # (B)(6); e1: report zip code: (B)(6).